Manufacturer narrative:
Where product was not returned and limited information is available, a definitive root cause cannot be determined. No other failures have been associated with this lot. Typically, this type of failure is associated with hitting bone, hard or calcified tissue during the procedure or excessive needle deployment cycles. A review of the DHR shows correct material used and fatigue testing requirements were met. This failure will be documented and any future issues will continue to be documented and monitored for trends. This is a known failure mode addressed in the risk management file for this product, and does not exceed expected occurrence rates. Occurrence rates are monitored for trends.

Event description:
The needle broke inside the patient